Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: lot# 16363498-0415 h3:no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot number 16363498-0415) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis was not performed since log files were not available for analysis. The reported thrombus and low flow event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient experienced a stroke and was placed on palliative care. Vad support was discontinued and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors inc cluding but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction, thrombus and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of congestive heart failure presented to the hospital with altered mental status, disi nhibition, stereotypical speech, and low flows on a left ventricular assist device (lvad). Diagnostic tests revealed a late acute infarct in the right temporal lobe, an outflow graft thrombus, and a proximal right internal carotid artery filling defect, with no he morrhagic conversion. Laboratory results showed lactic acid dehydrogenase at 400, haptoglobin at 24, and an international normalised ratio of 1.1, indicating subtherapeutic anticoagulation. The patient was not engaging and was refusing medications. Following disc ussions with the patient's family, who noted a progressive decline in quality of life and inability to meaningfully engage with family, a decision was made to transition to palliative care. Lvad support was discontinued, and the patient passed away.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125, catalog #: 1125, expiration date: 31-aug-2022, serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 01-aug-2017, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.